Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 20 minutes forward firing was observed. The procedure was completed using a second fiber. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild char on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end; the outer flow tubing appears damaged at 2 cm from the distal tip; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 48,286. Time expended: 12:43 minutes. The fiber tip (cap) was not cleaned during the procedure. "Fiber totals: lasing time: 20:01; energy: 96,508 j."